Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had pain around the stimulator pocket site that radiated across their stomach. An impedance check demonstrated all impedance, leads and can, were within normal range of 200-800 ohms. It was noted that the cause of the reported sensation could not be determined. The surgeon decided to replace the battery only and the original leads remained. The issue was noted to have been resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #(B)(4): product ID# 37800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of the ins (B)(4) found that the ins was functionally okay and had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.